Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating that the tracheostomy tube cuff was leaking after an unknown amount of time in situ. A replacement of the tracheostomy tube was required. The user facility said that a small hole was observed in the cuff of the removed tracheostomy tube. No incident related medical sequela was reported.